Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a 2 way catheter was inserted by mistake as urologist required 3 way catheter in the operating theater. It was stated that it was unable to deflate the balloon and the urologist had to cut the balloon, however, still it was unable to be deflated. It was stated that the urologist pierced the catheter balloon via ureteroscopy and removed catheter. The balloon had been inflated with 30ml sterile water not 10ml sterile water as per fiu.